Manufacturer narrative:
It was reported that the balloon would not entirely deflate after multiple attempts. Due to this, the device was removed before being completely deflated. This caused pain and bloody urine. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Unable to deflate balloon.